Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump. Tandem technical support instructed the customer through successfully reloading the cartridge onto the pump. Blood glucose level was 120 mg/dl.